Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker has had jumpy pace impedance measurements, since march. The ra lead is from another manufacturer. The march measurement was greater than 2000 ohms. No noise has been noted as far as the field representative can tell. The patient is in chronic atrial fibrillation (af), thus the plan was to program the ra lead off and to program daily measurements off, to prevent additional alerts. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.